Event description:
We received a report that a physician experienced withdrawal difficulty while using a 3.5 x 28mm cypher. The sds crossed the target lesion and the stent was deployed successfully, but when the physician attempted to withdraw the sds, he found it was difficult to remove from the patient. When the sds was finally removed, the balloon seemed very sticky. There was no patient injury. The product was clinically used and will be returned. Additional information will be submitted 30 days upon receipt.

Manufacturer narrative:
Na